Event description:
The nurse noted blood in the catheter tubing. Iabp was discontinued and the balloon was removed. No second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 10/8/96. Pt current status: doing well - rpt'd 10/8/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.